Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding on lcd glass. Unit had cracked end cap, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that half of the insulin pump's screen was black. Customer's blood glucose level was 133 mg/dl. The customer fell on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.